Event description:
A customer reported to beckman coulter, inc. (Bec) that the coulter hmx hematology analyzer leaked approximately a 1/2 tea spoonful of diluent onto the counter. The customer also reported that the instrument was showing low vacuum high error. The customer was wearing a lab coat, gloves and goggles at the time of the occurrence. There was no injury or exposure, and medical attention was not sought. Msds was not reviewed, but the facility has an exposure control plan. There were no erroneous results generated in connection with the leak. While troubleshooting with bec customer technical support, the customer adjusted the regulator. Bec field service engineer (fse) did not observe any vacuum errors as the customer adjusted the vacuum before the fse arrived. The fse noted that the diluent leak was coming from the secondary probe. The rinse block was not going all the way down to cover the tip of the probe. The fse checked and cleaned around the air cylinder to ensure it could fully extend the rinse block arm. The fse replaced the rinse block, and the issue was resolved. The repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).